Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Tandem technical support requested the customer to upload pump logs; however following multiple follow up attempts the customer did not upload, therefore, no additional information could be obtained. Customer¿s blood glucose level was 127 mg/dl.